Event description:
The third-party service agent contacted physio control to report that their customer's device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
The reported issue was unable to be verified and unable to be duplicated during evaluation therefore the root cause is unable to be determined. The device passed functional and performance testing and was returned to the customer.

Manufacturer narrative:
Third party service agent evaluated the customer's device and was not able to verify the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The third-party service agent contacted physio control to report that their customer's device would not power on. There was no patient use associated with the reported event.